Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The nephrology department of the hospital used a disposable biopsy needle to perform a liver puncture on the patient. The needle tip broke, causing serious surgical difficulties for the operation supervisor.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were identified. A previously opened sample was returned for evaluation, and upon visual inspection, we observed that the pincer was flattened and bent, preventing it from properly obtaining a sample. Based on our assessment, we can confirm the reported issue. Our manufacturing process includes rigorous computer and photographic inspections to ensure the pincer meets quality standards. During operation, the pincer extends from its window and interacts with surrounding tissues and structures. In some cases, the needle set may encounter firmer tissue than anticipated, which could impact the pincer¿s shape. Based on our assessment, the most likely cause of the needle damage does not appear to be related to a manufacturing issue. However, argon is actively working to optimize the assembly process to help mitigate this concern. Additional information provided in d.9., h.3., h.6., and h.10.